Manufacturer narrative:
N/a.

Event description:
It has been reported from an hospital in us that: " an issue with an instrument received in a loan set delivered to (B)(6) hospital. The instrument appears to be contaminated and still has a screw or foreign object lodged in it, making it unusable for the intended screw removal procedure. This poses a significant risk and delays the scheduled operation. Please advise on the next steps for urgent replacement or resolution.